Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on september 9, 2018 with blood glucose of 170 mg/dl at the time of the incident. The customer was at 171 mg/dl at the time of the call. The customer was given a glucagon shot to treat. The customer experienced symptoms such as seizure, mental confusion, lactic acidosis, and inability to respond to simple commands. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated that the pump rebooted twice after they were released from the hospital. Troubleshooting was completed and the pump passed. The pump was exposed to an MRI machine. The insulin pump will not be returned for analysis.